Event description:
Pt being prepped for routine dental procedure, after a blue bouffant surgical cap was placed over pt's hair, a red splotchy, small bumps rash was noticed approx ten minutes after placement on pt's head; the rash followed the lines of the elastic band of the cap across the pt's forehead and temple areas of each side of the head; cheeks became pinkish red and pt developed same bumpy rash on the left side of neck and upper mid-chest area; rash was non-itchy and pt did not experience any tongue swelling or difficulty breathing; bouffant cap was removed immediately; and rash began to disappear immediately after removal of the cap. Dates of use: (B)(6) 2010. Diagnosis or reason for use: surgical attire during surgical procedure. Event abated after use stopped or dose reduced? Yes.